Manufacturer narrative:
Printed circuit board (pcb).

Event description:
The customer reported the ventilator alarmed for a low oxygen supply while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician replaced the sensor board as a precaution to address the reported problem. Performance verification testing was completed and tests passed per operating specifications.